Manufacturer narrative:
Device has not been explanted and/or returned to the MFR; therefore, product eval is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2007, it was reported that the rod fractured, approx 1 month 2 weeks post-op. No revision surgery is scheduled at this time. The physician is currently monitoring the pt. No pt complications were reported.